Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle scale markings were off and there was a crack in the barrel. This was discovered before use. The following information was provided by the initial reporter: material no: 328468 batch no: 9149939. It was reported that the markings were off from about 10-12 syringes, stated the markings were lighter, and crooked, not aligned. Also, customer reported little crack on the barrel, as it hit somewhere. These both issues are recorded in one complaint since both have unknown date, same material and lot numbers. Pr# 1294911 captures markings were off from about 10-12 syringes, stated the markings were lighter, and crooked, not aligned and a little crack on the barrel. Verbatim: issue: consumer reported needle fell out while taking it out of the vial. He stated about 10 of the needle collapsed, fell of the syringe while taking it out of the vial. He stated he removes the needle shield straight out of the syringe and needle straight out of the vial. He thinks this happened with the 1st box as well. Issue- consumer stated he thinks the needle fell out of the syringe while taking it ouf of the vial. On the 1st box. He stated not as much as the 2nd box. Ist box issue: consumer reported markings were off from about 10-12 syringes. Consumer stated the markings were lighter, and crooked, not aligned. 1st box issue: consumer reported little crack on the barrel, as it hit somewhere. Advised to save the samples if re occurs. Consumer visually test the needle to see if it is straight. Consumer uses the new syringes each time of his injection. Issue: consumer reported needle fell out while taking it out of the vial. He stated about 10 of the needle collapsed, fell of the syringe while taking it out of the vial. He stated he removes the needle shield straight out of the syringe and needle straight out of the vial. He thinks this happened with the 1st box as well. Issue- consumer stated he thinks the needle fell out of the syringe while taking it out of the vial. On the 1st box. Issue: consumer reported markings were off from about 10-12 syringes. Consumer stated the markings were lighter, and crooked, not aligned. Issue: consumer reported little crack on the barrel, as it hit somewhere. Advised to save the samples if re occurs. Consumer visually test the needle to see if it is straight. Consumer uses the new syringes each time of his injection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200821462] noted that did not pertain to the complaint. There was one (1) notification [200821148] noted for blank barrel. There was one (1) notification [200821401] noted for damaged tips. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle scale markings were off and there was a crack in the barrel. This was discovered before use. The following information was provided by the initial reporter: material no: 328468, batch no: 9149939. It was reported that the markings were off from about 10-12 syringes, stated the markings were lighter, and crooked, not aligned. Also, customer reported little crack on the barrel, as it hit somewhere. These both issues are recorded in one complaint since both have unknown date, same material and lot numbers. Pr# (B)(4) captures markings were off from about 10-12 syringes, stated the markings were lighter, and crooked, not aligned and a little crack on the barrel. Verbatim: issue: consumer reported needle fell out while taking it out of the vial. He stated about 10 of the needle collapsed, fell of the syringe while taking it out of the vial. He stated he removes the needle shield straight out of the syringe and needle straight out of the vial. He thinks this happened with the 1st box as well. Issue- consumer stated he thinks the needle fell out of the syringe while taking it out of the vial. On the 1st box. He stated not as much as the 2nd box. Ist box issue: consumer reported markings were off from about 10-12 syringes. Consumer stated the markings were lighter, and crooked, not aligned. 1st box issue: consumer reported little crack on the barrel, as it hit somewhere. Advised to save the samples if re occurs. Consumer visually test the needle to see if it is straight. Consumer uses the new syringes each time of his injection. Issue: consumer reported needle fell out while taking it out of the vial. He stated about 10 of the needle collapsed, fell of the syringe while taking it out of the vial. He stated he removes the needle shield straight out of the syringe and needle straight out of the vial. He thinks this happened with the 1st box as well. Issue- consumer stated he thinks the needle fell out of the syringe while taking it out of the vial. On the 1st box. Issue: consumer reported markings were off from about 10-12 syringes. Consumer stated the markings were lighter, and crooked, not aligned. Issue: consumer reported little crack on the barrel, as it hit somewhere. Advised to save the samples if re occurs. Consumer visually test the needle to see if it is straight. Consumer uses the new syringes each time of his injection.